Event description:
Lf quality reported via fax that ge contacted tyco with report of ceiling mount failure. Information provided very limited.

Manufacturer narrative:
Replaced j-bow and cleaned console screen and returned to service. We are writing in reference to the incident which occurred at the medical center. We have evaluated the photographs attached to your e-mail date march 24, 2006, and are able to make the following comments. The damage shown did not occur from normal or reasonable use. There is a clear indication of fretting which is the result of continued rubbing of loose parts. The final separation of the pieces occurred long after there was obvious damage and need for repair or replacement of the unit. We hope our comments are of help to you.